Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported following intraocular lens (iol) implant surgeries that a patient had an unexpected refractive outcome and the lenses have rotated. Additional information has been requested. There are two manufacturer reports associated with these events. This report is for the left eye.